Manufacturer narrative:
The device was not returned to olympus for inspection however based on the results of the investigation, reportable malfunctions were found. The most probable cause of the foreign materials was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material on the nozzle, c-cover, bending section cover, connecting tube, u/d knob, and r/knob. There was no patient involvement.